Manufacturer narrative:
B5-received additional information including associated serial number regarding the 1 case of lens rotation and 1 eye with cataract development. See MFR rep# 2023826-2022-00147 and 2023826-2022-00148 respectively for associated reports. Claim# (B)(4).

Manufacturer narrative:
Patient information: date of event: unk. Procode: product code: unk; esubmitter software does not allow for a blank/unk entry model #, implant date, explant date-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).

Event description:
An article published in graefe's archive for clinical and experimental ophthalmology was received on (B)(6) 2021 entitled 'initial clinical outcomes of two different phakic posterior chamber iols for the correction of myopia and myopic astigmatism.' The article states 1 eye was scheduled for re-rotation but the patient did not show up; 1 eye was re-rotated; cataract extraction was performed after 4 icl implantations-none because of anterior subcapsular opacification; there was no contact of the phakic iol and the crystalline lens in any of the complicated cases; femto-lasik surgery was performed in 2 eyes because a rotation would not have fully corrected the residual refraction fully. Please note-lens re-rotation reported in MFR rep# (B)(4). 2 cases of icl explant and cataract reported in MFR rep# (B)(4) and (B)(4). 2 cases of femto-lasik surgery reported in MFR rep# (B)(4). And (B)(4).